Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 92% stenosed, moderately tortuosity, and heavily calcified de novo lesion in the proximal right coronary artery. The 20/30 indeflator was prepared with normal saline and mix contrast. An unspecified guide wire was advanced to the lesion and a 2.5x15mm trek balloon dilatation catheter (bdc) was advanced over the wire for pre-dilatation. The indeflator was connected to the hub of the bdc and an attempt to inflate the bdc was made; however, the pressure gauge seemed very slow when attempting to reach 8 atmospheres (atms) and contrast bubbles inside the bdc were noted. The connection was checked and no leak was noted. A second attempt to inflate the bdc to 8 atms was attempted but it was still very slow to inflate. A new indeflator was prepared and used to successfully inflate the same 2.5x15mm trek bdc to 8-10 atms with no issues. A 2.75x23mm xience pro stent was deployed and post-dilated with a 2.75x15mm nc trek bdc. There were no adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.